Manufacturer narrative:
At this time medtronic has not received information regarding the relationship between the device and patient death. Additional information has been requested regarding the cause of death and the relationship between the device and patient's death. Additionally, product return has been requested. At the time of this report neither the requested information or product return has been received by medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Event description:
Medtronic received information that the patient died due to complications from open heart surgery following the implantation of this surgical bioprosthetic valve. No specific cause of death was provided.

Manufacturer narrative:
Conclusion: without the return of the valve for analysis, a root cause of the event cannot be determined. Based on the limited information received, there was no allegation that the death was related to the valve or its function nor was there any allegation that the valve contributed to the patient's death. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the physician gave the patient a 40-50 percent mortality rate at time of reoperation due to the past medical history of renal failure and endocarditis. It was also reported that the patient presented with two sub-annular abscesses at the time of the redo surgery. (B)(4).